Manufacturer narrative:
The device was not returned at the time of this report. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The tip of the driver was found broken during set inspection. No patient involvement was reported.

Event description:
The tip of the driver was found broken during set inspection. No patient involvement was reported.

Manufacturer narrative:
The reported event could be confirmed, since the screwdriver is broken at the tip. The device inspection shows that the screwdriver was returned and is broken at the tip. Clear indications of overtorque prove that the application of an excessive mechanical load is at the root cause of this event. Therefore, based on investigation, the root cause was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.